Manufacturer narrative:
(B)(4). Date sent: 2/13/2024. Additional information was requested and the following was obtained: which row of staples ? Surgeon described it as being the outer row (furthest from knife). Describe the malformed staples? Unformed or another shape? Surgeon described them as being u shaped or unformed at all. Which color cartridge was being used? White. Was the device fired across an existing staple line? Yes, this firing was the closing of the jj anastomosis so it will cross perpendicularly. What tissue was being fired on? Jejunum. Is the reload available for return? No.

Manufacturer narrative:
(B)(4). Date sent: 12/4/2023. D4: batch # 368c91. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 368c91, and no non-conformances were identified.

Event description:
It was reported that during a gastric bypass there was one row of malformed staples. They over sewed and used the device to complete the case with no patient consequences. It is unknown if buttressing was used.

Manufacturer narrative:
(B)(4). Date sent: 7/27/2023. D4: batch # a9cv16. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Which row of staples ? Describe the malformed staples? Unformed or another shape? Which color cartridge was being used? Was the device fired across an existing staple line? What tissue was being fired on? Is the reload available for return? A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.